Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg and the patient had no stimulation for the ipg just went off. It was also reported that the patients ipg had a suspected high impedance due to unusual reading on it. The patient underwent an ipg replacement procedure and was doing well postoperatively.